Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.0/105 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted later that same day due to angle closure with elevated intraocular pressure (iop) and the problem was resolved. The cause of the event was unknown.